Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01760. It was reported the patient was unable to receive adequate therapy/stimulation due to high impedance being present on both of the patient's leads. X-rays were taken and no anomalies were found. The patient may undergo surgical intervention to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01760.